Manufacturer narrative:
The subject device was not returned for evaluation. Per the information noted by the technical assistance center (tac) support engineer, the customer will not be returning the item at this time. No further information provided as to why the device is not returning. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that while holding pressure at 9.5 atm (atmospheric pressure), the device was suddenly lost pressure . Upon inspection, it was found the balloon had split down the side. The device was replaced and the intended diagnostic an unspecified procedure was completed using another dilator balloon (similar device). There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction: e2 was inadvertently checked; reporters title is not available. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A formal investigation was initiated to investigate the root cause. Olympus will continue to monitor field performance for this device.